Manufacturer narrative:
Concomitant medical products and therapy dates: (B)(6) 2009: tg3420/06247742, tg3720/06002940. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. (B)(4).

Event description:
On (B)(6) 2009, this patient underwent an endovascular repair of a dissected thoracic aortic aneurysm using three gore® tag® thoracic endoprostheses (tg3415/06348233, tg3420/06247742, and tg3720/06002940). Prior to the device implant on the same day, a bypass surgery was performed to the celiac, superior mesenteric, and bilateral renal arteries. No issues were reported. The patient tolerated the procedure. On (B)(6) 2009, a type ii endoleak of unknown origin was reported. On (B)(6) 2009, the patient was discharged. The type ii endoleak reportedly persisted. The diameter of the aneurysm was 56 mm. During subsequent follow-ups, as non-contrast computed tomography (CT) was performed, it was unknown if endoleak was present. On (B)(6) 2013, four year follow-up imaging showed that the diameter of the aneurysm enlarged to 64 mm. Non-contrast CT was performed, so it was unknown if endoleak was present. The physician elected to monitor the patient. On (B)(6) 2014, five year follow-up imaging showed that the diameter of the aneurysm was 64 mm. Non-contrast CT was performed, so it was unknown if endoleak was present. No further information is available.